Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the associated right ventricular (rv) lead displayed noise and oversensing. Pacing was noted to be above the lower rate limit due to noise response pacing. High out of range pacing impedances were observed in a bipolar configuration, but not in a unipolar configuration. Device reprogramming was performed to help mitigate the issue. No adverse patient effects were reported. Additional information was later received that fluoroscopy was performed, which confirmed the associated rv lead was fractured. It was noted the patient was not receiving pacing when required. During the replacement procedure of the associated rv lead, the decision was made to also explant this pacemaker. The pacemaker was explanted electively. No adverse patient effects were reported related to the pacemaker.